Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment regarding the programmer's printer. The printer was replaced as a preventative. It was also indicated that the power cord bay assembly latch was broken and therefore replaced. It was also indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer's printer was sticking. The programmer was returned for repair. The programmer tested out of spe cification during manufacturer's analysis. No patient complications have been reported as a result of this event.